Event description:
It was reported that patient presented for revision of the right ventricular lead due to fracture and unspecified electrical anomalies. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.